Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2+. The first clip (00718u140) was successfully deployed. Then a second clip deliver system (cds 00718u137) was advanced to the mitral valve; however, the posterior gripper arm would only lower 20-30 degrees. Multiple attempts were made to lower the gripper, but the gripper arm still would only lower to 20-30 degrees. The procedure continued since the clip had grasped both leaflets and was closed. But mr did not have a significant mr reduction; and therefore, the cds was removed with the clip attached. One clip was implanted, and mr is 2+. There were no adverse patient effects and no clinically significant delay in the procedure.